Event description:
Customer reported contrast on monitor is too dark/cannot see screen very well. No pt injury.

Manufacturer narrative:
Verified dark images by grey scale screen, adjusted monitor settings in rut to proper contrast brightness. System operating as intended. This case is closed.